Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the pressure issue was caused by the device being in small cavity mode. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit¿s pressure was only able to get to 8 during an emergency appendectomy. The operators retrieved another device that was able to reach the pressure of 15 and completed the procedure. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus, but technical assistance center provided guidance to the customer. The customer was instructed to verifying gas flow level was full and pressure could reach 15. The customer was informed the subject device may have been in the small cavity mode, in which the pressure could only be increased to 10. The malfunction was resolved. During follow up, the customer further stated they "were able to resolve the problem with the tower and have not had any problems at all." The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility